Manufacturer narrative:
(B)(4). Date sent to the FDA: 6/15/2020. Additional information was requested and the following was obtained: the patient demographic info: weight, bmi at the time of index procedure? Unk. On what tissue was the suture used? Unk. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Unk. How was the suture placed, interrupted or continuous? Unk. How was the suture tied (square knot or multiple knots one end)? Unk. Did the operating surgeon observe any suture deficiency or anomaly before or during the suture placement? Unk. Was the suture reprocessed (ie. Re-sterilized) before use? Unk. What tissue dehisced? Please refer to event description. Could you please clarify what it means ¿suture was powdered or breakage¿? Suture breakage. Was there any precipitating stress factor for the post-op suture breakage? Unk. How much of ¿blood fluid ¿accumulation was present in this wound? Unk. What is physician¿s opinion as to the etiology of or contributing factors to these events? Unk. Other relevant patient history/concomitant medications? Unk. What is the patient current status after the re-operation? Were all symptoms resolved? Discarged from hospital. Product lot number? Unk. Will be any unopened samples returned for the evaluation? Unk.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed, interrupted or continuous? How was the suture tied (square knot or multiple knots one end)? Did the operating surgeon observe any suture deficiency or anomaly before or during the suture placement? Was the suture reprocessed (ie. Re-sterilized) before use? What tissue dehisced? Could you please clarify what it means ¿suture was powdered or breakage¿? Was there any precipitating stress factor for the post-op suture breakage? How much of ¿blood fluid ¿accumulation was present in this wound? What is physician¿s opinion as to the etiology of or contributing factors to these events? Other relevant patient history/concomitant medications? What is the patient current status after the re-operation? Were all symptoms resolved? Product lot number? Will be any unopened samples returned for the evaluation?

Event description:
It was reported that the patient underwent a left knee replacement surgery on (B)(6) 2020 and the suture was used. It was reported that the patient experienced post-op pain on (B)(6) 2020. Post-op inflammation and wound secretion occurred. About 2 cm wound dehiscence was observed in the suprapatellar bursa, and a clear, reddish fluid exudate was seen during compression. Re-operation was performed, and a large amount of blood fluid was found during the puncture. Also, the deep wound dehiscence was found, and the suture was powdered or breakage. Another device was used to over-suture. Additional information has been requested.